Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level was 576 mg/dl. She took 6.2 units of insulin using the insulin pump to treat her high blood glucose level. Her blood glucose level went down to 543 mg/dl after three hours. The customer was nauseous, thirsty, and had heart palpitations. The high pressure test passed. At the end of the call her blood glucose level was 555 mg/dl and she took 5.2 units of insulin. The device was not returned.